Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the system did not issue a red alarm, and is requesting the system to be checked. The incident occurred during patient monitoring. There was no injury to the patient.